Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. Functional testing was performed with the returned devices on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactory and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreaticoduodenectomy, nothing abnormal was observed. Upon extubation, blood pressure elevated suddenly and repeat procedure was conducted. Arterial bleeding from the sealed site was recognized. The bleeding of less than 200 cc was not seen during the procedure, and also not seen while flushing with saline at the end of the procedure. It was possible that the sealed site received pressure due to elevation of blood pressure somehow upon extubation. The procedure was prolonged a lot and there was tissue damage and patient's condition is currently stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.